Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock on (B)(6) 2004 with the intention of treating her stress urinary incontinence. It was alleged the plaintiff "suffered serious bodily injuries, including extreme pelvic pain, extreme dyspareunia, adhesions, chronic interstitial cystitis, additional surgery," and other damages. It was further alleged the plaintiff experienced "significant mental and physical pain and suffering," "permanent injuries," "disability" and "mental anguish."

Manufacturer narrative:
Should additional information become available regarding, this event it will be re-evaluated and a follow-up report will be sent.